Event description:
It was reported that there was a critical alarm confirmed by telemetry due to low battery reset. It was noted that safe state occurred. The pump was alarming at the time of report and the patient first heard it on the morning of report at 8:00 am. It was noted that the patient felt fine at that time with no symptoms. The pump was reportedly updated at 10:34 and had not been updated since. It was reported that the pump was to be replaced on (B)(6) 2014. The patient was reportedly admitted so they could be monitored until the pump was replaced. The alarm was silenced. It was noted that the healthcare professional (hcp) had a programmer and the can try to program out of safe state should the pump go into safe state again. It was reported that there was a catheter issue. The patient reportedly had increased stiffness 15-20 days prior to report per caregiver. When the patient came in for a scheduled refill for low reservoir date on (B)(6) 2014; an x-ray, dye study, and rotor study were conducted and were within the normal limits. A patient bolus was programmer through the pump but there was no patient response. It was noted that on (B)(6) 2014, the patient and caregiver heard the critical alarm so they went to the managing physician's office. Upon interrogation, "low battery" was in the logs despite eri being 7 months away. The patient was admitted into the hospital and the pump was replaced. It was noted that when the neurosurgeon disconnected the existing catheter from the pump at the sutureless connector site, no retrograde flow of cerebrospinal fluid (csf) was observed neither spontaneously nor with aspiration. It was noted that when the neurosurgeon disconnected the catheter at the spinal site, no csf flow was observed. The existing catheters were explanted along with the pump. It was noted that replacement and reprogramming was required as a result of the event. The patient was started on a lower infusion rate and stayed at the hospital for observation with the lower infusion rate. It was noted that there was premature battery depletion. The patient was described as alive with no injury at the time of report. The patient was treated with oral anti-spasmotics while in the hospital prior to pump and catheter replacement. The pump was being used to deliver intrathecal gablofen. It was reported that the pump logs showed that at 10:20 am, the low battery reset occurred. It was noted that there were multiple messages in the logs. Additional information was requested, but was not available at the time of report.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Analysis of the pump found a significant battery anomaly related to high resistance. Analysis of the 8709 catheter found no anomaly. Analysis of the 8569sc catheter found no significant anomaly. There was noted damaged to the retainer rings described as coring/tears/cuts in the seal. Segment one had dried "material" inside and was broken loose during decontamination in the rpa lab. No leaking or significant anomalies found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: catheter. (B)(4).